Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had presented to the clinic for a follow up and complained of experiencing periodic missed beats and lightheaded spells. The right atrial lead had exhibited issues for some time and at some point the pulse generator was programmed to vvi mode. The patient was dependent and was referred to the hospital for lead replacement. The lead was noted to be fractured and was capped and replaced on (B)(6) 2015. The patient was feeling great after the procedure.